Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is on or prior to the date johnson and johnson was notified, february 28, 2025. Section d4: catalog number: a complete number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section d6a, if implanted, give date: not applicable as there is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable as there is no indication the lens was implanted. Therefore, not explanted. Section h3(no): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Section h6 health effect-impact code : 4625 used to capture unplanned sutures and secondary surgical procedure. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) did not deploy correctly. The lens injector slipped out and the iol was lodged into the main wound. The wound had to be stitched the following day. No further information was provided.